Event description:
The lift is allegedly only lifting patient one or two inches then stops. Valve allegedly has to be released to get patient back down. Ems was allegedly called for assistance to get patient off floor.